Event description:
The patient complained of a loss of stimulation coverage. Reprogramming did not resolve the issue. An x-ray showed that the lead had moved position, and during revision it was noticed that the anchor was no longer cinching onto the lead. A new anchor was used and the issue was resolved.

Manufacturer narrative:
(B)(4).